Event description:
A customer observed multiple reproducible, lower than expected vitros gent quality control results on a single level of quality control fluid (biorad level 3 = 5.07, 3.53, 4.65, 5.47 and 5.38 ug/ml vs. An expected result of 8.02 ug/ml) on a vitros 5600 integrated system. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple reproducible, lower than expected vitros gent quality control results were obtained on a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related issue, the biorad quality control fluids in use at the time of the event, or improper reagent or control fluid handling protocol cannot be ruled out as potential contributing factors. Expected quality control results were obtained following ocd field service and following ocd and biorad recommended reagent and fluid handling protocols. The customer and ocd are continuing to monitor vitros gent performance. The root cause of this event is unknown.